Event description:
It was reported that a malfunction occurred on the pump, displaying a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump and instructed to continue using it while monitoring for recurring issues, with the advice to call back if the problem reappears.